Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, device had physical damage. It was noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and keyboard pad were contaminated, the lead flex cover and battery drawer were broken, one case screw was missing, the battery contacts were compressed, the ring and two side bails were missing, the display was out of specification, and the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported that the external pulse generator had physical damage. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.